Event description:
International customer reported that a patient underwent a duodenal procedure on (B)(6) 2008. A length of the drain was cut off after (B)(6) 2008 and the device continued to be used for open drainage. The drain was explanted without difficulty from the patient on (B)(6) 2008 at which time the surgeon opines that a portion of the drain is retained because the drain appeared shorter than normal. Computed tomography and x-rays were taken; no retained fragments were identified.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible product: lot: 48513isp, mfg: 09/23/2008, exp: 10/31/2008. Lot: 47409isp, mfg: 03/05/2008, exp: 03/31/2008. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.